Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Alleged failure: the customer reported that "on (B)(6) 2025 in the gynecological unit, the suction kit was running continuously, without it being possible to stop the suction function, resulting in the loss of pneumoperitoneum. There were no clinical consequences for the patient. The incident is repetitive. An ansm declaration has been made. Soiled device stored" the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.